Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that sometimes buttons was stick when they pressed. Customer stated that rewind takes a little longer and backlight was dimmed. Customer also stated that insulin pump was non responsive to brand new battery and battery cap was crack. Customer stated that battery compartment was crack. Customer stated that retainer ring was not damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.